Manufacturer narrative:
(B)(4). This report for peritonitis cannot be confirmed as no samples are available. A batch review was conducted on potentially associated lot numbers: 11f22h25, 11d19h25 with no issues noted. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Event description:
The following information was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and pancreatitis that resulted in hospitalization on the same day. It was not reported whether a peritoneal effluent culture was performed. Treatment and the cause of the peritonitis was not reported. At the time of this report, the patient was recovering. On an unreported date, dianeal pd4 ambuflex therapy was withdrawn. The nurse stated that the peritonitis and pancreatitis were unrelated to dianeal therapy.